Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was intubated for thyroid surgery with the emg endotracheal tube 7, the doctor does not check the condition of the balloon before positioning it. After 5 minutes during the patient's accommodation, the anesthesiologist sees that the balloon deflates and presents a failure in the anesthesia machine, for this reason they proceed to change it to a tube 6 and continue with the procedure. The procedure was extended up to 15 minutes. The procedure was completed with backup product. There was no patient injury. On follow up it was mentioned that the tube was removed immediately when the issue was identified. Leak was not evident when trying to inflate the cuff to establish the airway during the intubation process. The mdt staff was not present during the procedure and the client explained that they did not check the balloon tube before passing it and at first it did inflate but after 5 minutes where they position the patient for the surgery (hyperextension of the neck) they notice that it is I deflate the balloon and they see the anesthesia machine leak. For this reason they decide to change the tube for another.

Manufacturer narrative:
Correction: b1 - product problem changed to adverse event sproduct problem. B2 - changed to intervention required (serious injury). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis: visually, under magnification, there was a line of punctures in the cuff balloon running parallel to the tube, 0.29 inches in length. Additionally, there was a clear, sticky residue on the proximal outside diameter of the tube and the tube adapter on the proximal end of the device was missing. Functionally, for further analysis, a syringe was used to inflate the cuff with 15cc of air and the cuff deflated immediately. For additional analysis, a leak test was performed by submerging the cuff in water and bubbles (leakage) occurred where the aforementioned punctures were located. A review of the global complaint data showed no similar complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). H6: previous codes b17, c20, d14, g04134 are no longer applied. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.